Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The inspection showed that the skull clamp has torn out helicoil threads, a loose locking mechanism and the parts of the base seem from an older model. The base, the index knob, the swivel, the rocker arm and the small parts have to be replaced. The unit was sent in with skull pins which cannot be replaced as they are consumables. Root cause - based on the evaluation findings, the root cause of the reported slipping is most likely the need for routine preventive maintenance to prevent some of the various issues that were discovered during failure analysis (torn out helicoil threads, a loose locking mechanism, base parts from an old model, etc). This device exceeds its expected life of 7 years (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after attaching the mayfield modified skull clamp (a1059) to a patient's head, the skull clamp slipped and scratched the patient's scalp. No delay in surgery was reported, and no additional information has been provided.